Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and according to service report pcb control board and o2 sensor were required for further testing of device. No more information provided despite several reminders. Moreover, device logs were not provided. Therefore, no root cause can be established. The test checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Checks that the leakage at 80 cmh2o is maximum 10 ml/min. Checks that the measured pressure values differ less than 5 cmh2o between insp. And exp. Review of service manual for servo-I (rev. 10), revealed that the recommended action for the internal leakage test failed is checking the inspiratory section. One of the part in inspiratory section is o2 cell/sensor. The o2 cell or sensor is mounted in a housing on the inspiratory pipe. This parts are measuring devices for the inspired oxygen concentration. Issue investigated herein was related to internal leakage test failure and was solved usually by adjusting/replacing o2 cell/sensor. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. Recommended actions to resolve a failed pressure transducer test is to check/replace pc 1781 pressure transducer (insp. And exp.) Flow transducer test checks the inspiratory and expiratory flow transducer. During this test, the different subsystems concerned are compared. The difference between the subsystems must not be more than ±0.3 l/min. The flow transducer test will pass if the result of this check corresponds to the old calibration factor from a previous pre-use check. The same expiratory cassette must be used. The new calibration factor for the expiratory flow transducer may not differ more than -10% to +15% from factory calibration.

Event description:
Manufacturer's ref. #: (B)(4).